Event description:
It was reported a patient underwent an internal fixator removal on (B)(6) 2026 and topical skin adhesive was used. No abnormalities during hospitalization. During the follow-up visit on (B)(6) 2026, the doctor found that the area around the wound was red and swollen and there were small blisters. The doctor has removed the adhesive and treated it according to the allergy sop, allowing the patient to take medicine and receive anti-allergy injections. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: dermabond prineo 22cm msh adhesive (clr222us): unknown. Dermabond prineo 22cm msh adhesive (clr222us): lot number/lot number: 107b78 list of other j&j products (non-customer complaint products) used in the case surgery. Has there been a patient or user injury report? No. Are there any noticeable delays? If available, provide the product order number (po). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The photos 2 display an ankle and a knee. Are these of 2 patients or the same patient? 2 products used on each body part? If 2 patients- add another product complaint to capture. Name of surgery? When was the dermabond product removed from the patient? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Produc lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.